Event description:
The customer reported the battery to be changed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.